Event description:
It was reported that during surgery 1-5 minutes after first use the universal modular electric/battery double trigger handpiece stopped and it didn't restart. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.